Manufacturer narrative:
Per the user guide: incomplete bolus alert this bolus has not been delivered. What does it mean? You started a bolus request but did not complete the request within 90 seconds. Tap close. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 575 mg/dl. Ketones were present. Cause of elevated bg was due to a virus/sore throat. However, an incomplete bolus alert was received. Tandem technical support educated the contact about the valid alert. Correction bolus was delivered to address bg. Customer had been hospitalized due to the virus/sore throat.